Manufacturer narrative:
Sections a2, a3a, b7 and d10 were updated. No issues were identified during a review of the alarm trace data. A general reagent issue was excluded as calibration, and qc were acceptable. There were no issues with other assays or patient samples. Preventive maintenance was performed per specifications. The reaction monitor data suggest an insufficient sample volume was pipetted. The customer used a sample clotting time of 10 minutes. The investigation determined the event was consistent with preanalytical handling issues.

Manufacturer narrative:
The creatinine reagent expiration date was not provided. The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas pure c 303 analytical unit. Initial result: 16.8 umol/l. The physician questioned the initial result as it did not match the patient's clinical picture, and the sample was then repeated. Repeat result: 85.8 umol/l.